Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient was hospitalized due to gastrointestinal (gi) bleeding. A gastroenterology consult was completed and the patient was transfused with 1 unit of packed red blood cells. The patient was on aspirin for anticoagulation at the time of the event. The patient was treated with octreotide. The gi bleeding event reportedly resolved and the patient was discharged on (B)(6) 2016 on coumadin. No further information was provided.